Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed that the screw is indeed broken, and only the proximal part of it has been returned. A closer analysis of the thread of the screw near the breakage zone shows that it was plastically deformed on only one side. This leads us to conclude that during insertion, the screw was not properly aligned, and had been bent to one side, leading to its breakage due to the combination of bending and torsional forces. Furthermore, the microscopic analysis of the surface breakage shows torsional lines which are consistent with the breakage mode described above. The returned part measures 26 mm of length, when the original size of this reference should be 50 mm. This means that 24 mm of the screw was not returned. This case can therefore be classified as misuse related. The IFU clearly states: "avoid surface damage of implants. Discard all damaged or mishandled implants. Contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported that a piece of the product broke off during use.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported that a piece of the product broke off during use.